Event description:
(B)(6) pharmacy mailed them. (B)(6) multiple inaccurate readings over 4 sensors required either extra insulin or extra rescue sugar to prevent and treat both hyper and hypo glycemic events. Type 1 diabetes. / product details: 4 sensors from this lot were very inaccurate requiring a new sensor be placed. Basing insulin dose on these cgm could be fatal. Dexcom refuses to acknowledge/replace the 4 remaining sensors. Please recall this lot # and make dexcom replace. Pt: 1912, 1905. Device: 1535. Reference report: mw5190022, mw5190024, mw5190025. This report captures: dexcom g7 10 day #2.